Event description:
During an aneurysm embolization of the internal carotid cave, attempts to approach the lesion with a silver speed and prowler 14 microcatheter failed. A tracker excel-14 microcatheter was approached successfully and detachment of the gdc 10-3d 3d-shape, synerg detection circuit was attempted repeatedly, but the value of the power supply was abnormal. The connecting cables were single use. The physician thought that it failed because the markers had slipped out of place. Then, placement of the markers was confirmed and detachment was again restarted; the value showed 9.8 after 90 seconds. Used new connecting cables and this failed too. Then, the pusher wire was removed slowly and it was noticed that detachment of the subject device had already occurred. No complications with the pt were reported to have occurred during this event.